Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for non-malignant pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that the patient was unable to charge their ins. The manufacturer representative (rep) stated that the ins was "dead". A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had notified their managing physician about the desktop charger being broken and the ins being dead. Patient weight was updated.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin broken. If information is provided in the future, a supplemental report will be issued.